Event description:
It was reported by service report that the buckle on the green chest strap was broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Restraint strap buckle.